Event description:
First day after surgery for total hip, patient complained of "pop" in hip when being positioned for bathing by nurse. Anterior dislocation of prosthesis confirmed by x-ray. Patient returned to operating room and hip was reduced into acetabular component. This was a closed reduction and the patient was discharged in good conditiondevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other. Conclusion: device failure occurred and was related to event, user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided. The device was not destroyed/disposed of.